Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pressure extension tubing that was attached to the inserted catheter was found leaking when the user flushed the intra-aortic balloon (iab) catheter. Staff was able to use the iab catheter as is until the therapy was finished. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the pressure extension tubing that was attached to the inserted catheter was found leaking when the user flushed the intra-aortic balloon (iab) catheter. Staff was able to use the iab catheter as is until the therapy was finished. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of ap tubing leak is confirmed. During functional testing, a leak site was noted on the returned ap tubing. The leak site was noted as a damaged bond at the interface of the tubing into the 3-way stopcock hub. No other leaks were detected. The root cause of the ap tubing leak is undetermined. The reported complaint is isolated, there have been no other confirmed complaints of ap tubing leak at the 3-way stopcock hub. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.